Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care professional reported via phone call that they were hospitalized on an unknown date due to unknown reason. They mentioned that the insulin pump failed to deliver insulin properly which almost caused them to go to the hospital. The tubing for insulin was ridiculously thin and easy to tangle which caused more issues. The needle for the sensor was also very long in their opinion causing pain and tissue bruising. No harm requiring medical intervention was reported. The device will not be returned for analysis.